Event description:
It was reported that the patient presented in clinic with an implantable cardioverter defibrillator that was in backup vvi mode. It was noted that backup defib operation was off. Nothing was done to address the backup mode, and the patient was stable before, during, and after the event.